Event description:
The manufacturer received information alleging a trilogy 100 ventilator failed to power up. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's power management board required replacement to address the issue. However, no repairs were completed because the device was scrapped.